Event description:
Pt with femoral sheath prior to cardiac intervention using heparin 1000 units/500ml -art line flush- to maintain patency. Side port is flushed with 5-7 ml from heparin ivpb prior to procedure and clots were found. This has been found on 2 other pts, since change in mfg. Per cardiac cath staff, this was never identified as a problem prior to change in mfg process. New (B) (4) standard for mfg heparin used. Hospira (B) (4). Dates of use: (B) (6)2010. Diagnosis or reason for use: maintain femoral line patency.